Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in repeated pairing errors until the user waved a magnet over the sensor and re-entered the code, after which the system entered warm-up and the user planned to replace the dexcom g7 and supplies. Symptoms included hyperglycemia with a reported peak of 206 mg/dl for approximately two hours without ketone testing, backup therapy, medical intervention, or other assistance, and no acute health effects were reported. Outcomes included transient elevated blood glucose without hospitalization or long-term impact. Investigation included troubleshooting and education, including code re-entry and sensor reset with a magnet, after which pairing proceeded to warm-up. Investigation of this case revealed a pairing failure limited to the ilet interface with the dexcom g7 that resolved through user-performed troubleshooting steps, indicating a transient connectivity or sensor activation issue rather than a sustained device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-correctable pairing failure related to sensor activation or communication.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.